Manufacturer narrative:
The cause for the discordant troponin result is unknown. No further evaluation of the device is required.

Event description:
A discordant advia centaur troponin ultra result was obtained on a patient sample. The initial resulting was done in duplicate. One result was positive and one was negative. The result was not reported to the physician. The customer repeated the troponin ultra assay in duplicate and negative results were generated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.